Event description:
It was reported that prior to a gastrectomy procudre, the device did not work when started. No further info was provided. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the lcsc5 device was returned with the tissue pad partially detached. However, the device was tested and was functional. It should be noticed that each device is visually inspected and functionally tested, prior to shipment and damage of this magnitude would have been detected during this inspection and testing.